Manufacturer narrative:
A ge rep evaluated the system and reseated circuit boards and cable connectors. System operates as intended.

Event description:
Customer reported the monitors quit working. No pt injury was reported.